Manufacturer narrative:
(B)(4). Batch # l91n5x. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(6). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip wasn't forming correctly. Some were ligating others were remaining open. The tips where closed however a large gap remained. The clips were falling off vessels. Several attempts were made, however a second device was opened. Some clips formed, and then they wouldn't. Surgery was prolonged ten minutes. No adverse event reported. Another like device was used to complete the procedure. There were no adverse consequences for the patient.